Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported a controller error (yellow alarm) during support. As a result, the impella device was moved to a new controller.

Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the optical signal issue has been completed since the original report was filed. The console was returned for investigation and was tested upon return. Console logs from the reported day of event are consistent with the complaint and show controller error alarm due to defective optical sensor lamp upon each boot-up, preceded by diagnostic information showing low light level but correct reading of ambient pressure. After console was received, the issue was reproduced and a controller error alarm presented on boot-up, and there was no light coming out of optical pump connector. The cause of the automated impella controller issue was a defective optical bench.